Event description:
It was reported that the device reached elective replacement indicator (eri) and had early battery depletion. The device was explanted and replaced. It was also reported that left ventricular (lv) lead had high thresholds so the lv output was programmed to maximum output. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device revealed normal battery depletion. (B)(4). The partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that all conductors were stretched, all conductors had blood/body fluid (not obstructed), the outer insulation was melted, and there was apparent explant damage.